Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The reported cuff miss/suture retrieval issue was not confirmed. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial medwatch report filed, the following additional information was received: it was reported that suture placement in a common femoral artery was attempted with a proglide device, using the preclose technique, via a 6fr sheath prior the implant procedure. Ultrasound revealed no calcification at the common femoral artery access site. A cuff miss occurred with the first proglide. A second proglide was used and successfully achieved hemostasis after the procedure. The physician in reportedly established in the use of the preclose technique.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an puncture closure of an unspecified vessel was attempted using a proglide device after an endoprosthesis implant procedure. Femoral angiogram was not performed. Reportedly, a cuff miss occurred. A second proglide was used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the proglide device. No additional information was provided.